Manufacturer narrative:
See reference numbers (B)(4) for other two cases involving chronic pain. (B)(4). Literature reference - http://rd.springer.com/article/10.1007/s10029-014-1316-7/fulltext.html.

Event description:
According to the reporter, a randomized clinical trial was carried out. The study was done between september 2008 and october 2010, with a total number of 94 patients included. 89 patients were included in the study results comprised of individuals presenting with primary bilateral inguinal hernia, older than 17 years of age and with non-complicated hernia. There were 87 males and 2 females. The mean age was 55.7 years +/- 12.27 years. The anesthetic procedure used in all cases was regional anesthesia. The medium follow-up was 18.2 +/- 7.2 months. In this case, the patient suffered with chronic inguinal pain. The postoperative evolution was optimal with good analgesic control. The doctor indicated, during follow-up regarding the event, that the mesh was one of many factors that affected the adverse event. No further information has been provided.